Event description:
During a transapical tavr procedure, the sapien xt valve was positioned 50/50; however shifted ventricular and landed 30:70 aortic:ventricular. This resulted in paravalvular leak (pvl) and a second valve was implanted. Initially this patient had undergone a bav 6 weeks prior to the tavr procedure. Another bav was performed during the tavr procedure with a 20x3mm edwards bav balloon. A 26mm sapien xt valve was then delivered via transapical approach and deployed under rapid ventricular pacing with held respirations. The delivery system was removed from the annulus and tee assessment showed three distinct pvl¿s. One cc of diluted contrast was added to the delivery catheter and the valve was post-dilated. Although there was some improvement, one significant jet remained. A second cc of diluted contrast was added and a second post dilatation was performed. Via tee the pvl was still assessed as moderate at 3+. A second sapien xt valve was deployed more aortic [50:50 to the annulus] utilizing held respiration and rvp. Tee confirmed the pvl was reduced to trace to mild. Per report, when the delivery catheter balloon started to inflate, the valve moved ventricular. Although the surgeon adjusted and moved the system more aortic, the valve still sat too ventricular. This patient had bulky native annular and leaflet calcification. Coaxial alignment of the delivery system and the valve was fair; the image intensifier angle was good; ventilations was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified or bulky calcification in the native annulus, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause for the ventricular movement cannot be confirmed; however, patient factors (bulky native valve/leaflet calcification) and procedural factors (fair coaxial alignment of the valve and delivery system) may have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.